Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The device was delivered to the customer on october 16, 2013. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: since the product was a product prior to countermeasures due to a change in the op-amp circuit design of the patient board, it is assumed that only the 180 scopes were no longer displayed due to a failure of the op-amp. As previously reported the failure was attributed to component failure. The legal manufacturer reported that the design record 180 combined with the scope, we confirmed that the design of the dr board was changed on april 16, 2018, when we checked the change history of the parts for the event that no endoscopic image came out. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer informed tac that there was no issue on the monitor while connected to the cf-hq190l scope. The image issue only occurred when the unit was connected with two different gif-h180 scopes and 2 maj-1430 video cables on the tower. Tac did confirm with the customer that the set-up worked with the gif-h180 scopes on a different tower in another room. The image issue could not be resolved and the customer was transferred to the national service center to send the defective cv-190 in for repair and to arrange for a loaner. In addition, the unit was returned to the service center for evaluation. The customer¿s complaint of an image issue was confirmed due to faulty patient board set. In addition, the unit was equipped with out dated software. The cause of the unit¿s internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the display image would black out and show lines when connecting a 180 series scope to the cv-190 tower. The scheduled procedure was completed with a similar device. There was no patient involvement reported.